Event description:
When changing total parenteral nutrition (tpn/il) lines on bed 14 piv tamella arias, rn discovered the new out of the sterile packaging trifurcated amber set was leaking at the conjuction of the 3 ports. Trifurcated amber set was set aside and removed from being used. It was never used on patient. Nurse shift manager was notified. Will be in managers office.